Manufacturer narrative:
On (B)(6) 2022 arjo was informed about an incident involving the arjo maxi sky 600 ceiling lift and the arjo passive clip sling (model number: maa2040m-l, serial number: (B)(4)). It was reported that during a patient transfer, the spreader bar first kept continuously raising up reaching its highest position despite releasing the hand control by a caregiver and then spontaneously lowered down. When the spreader bar was in its highest position, the caregiver stated that they were able to reach the spreader bar and pressed the control button on the spreader bar (lying and sitting function) to check if this option would work. It worked and the patient was moved from a lying to a more seated position. The caregiver stated also that they attempted to use the hand control to try to lower the patient down. The device reacted and started lowering. After the patient was safely lowered onto the wheelchair, the lift kept moving down despite releasing the down button on the hand control. The caregiver stopped the spreader bar manually to avoid hitting the patient and disconnected it. The patient did not sustain any injury. This device is equipped with a safety feature ¿ emergency stop, which can be used by the caregiver when unintended lowering occurs. The device instruction for use (document number: 001.14150.33.en) instructs users of how to use the emergency stop in the ¿how to use the maxi sky 600 ceiling lift¿ section: ¿the emergency stop can be activated at any time to stop the functioning of the ceiling lift. To stop the ceiling lift in any emergency, gently pull the red emergency cord once, until you hear a ¿click¿. You will notice that the reset switch¿s plastic insert, at the very top of the red cord, has descended. The green power light has also turned off. You may also notice that the patient begins to descend slowly when the emergency stop is activated. This is normal.¿ the user put the device into charging station and did not use it until the arjo service technician¿s inspection. An arjo service technician inspected the ceiling lift and found no malfunctions - the device was functioning properly. Therefore, based on the information provided the cause of the reported issue cannot be established. In summary, the maxi sky 600 ceiling lift and the passive clip sling were used as a system for a patient transfer when the device malfunction occurred. The device failed to meet its performance specification since the strap has unwound spontaneously. The complaint was decided to be reportable due to allegation of spontaneous strap unwinding not stopped by the safety feature. This malfunction however could not have been confirmed during device evaluation.

Event description:
On (B)(6) 2022 arjo was informed about an incident involving the arjo maxi sky 600 ceiling lift and the arjo passive clip sling (model number: maa2040m-l, serial number: (B)(4)). It was reported that during a patient transfer, the spreader bar first kept continuously raising up reaching its highest position despite releasing the hand control by a caregiver and then spontaneously lowered down. When the spreader bar was in its highest position, the caregiver stated that they were able to reach the spreader bar and pressed the control button on the spreader bar (lying and sitting function) to check if this option would work. It worked and the patient was moved from a lying to a more seated position. The caregiver stated also that they attempted to use the hand control to try to lower the patient down. The device reacted and started lowering. After the patient was safely lowered onto the wheelchair, the lift kept moving down despite releasing the down button on the hand control. The caregiver stopped the spreader bar manually to avoid hitting the patient and disconnected it. The patient did not sustain any injury.